Manufacturer narrative:
G4: premarket / 510(k) k173284, k213593.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device was inserted without complications. However, upon removal, the monorail prolapsed on the wire. Both the wire and catheter were removed together and the procedure was completed using an alternate device. There were no patient complications reported.